Event description:
It was reported that an asymptomatic patient presented with non-sustained right ventricular oversensing due to post paced t-wave oversensing via merlin.net. Oversensing was noted on a stored egm. Programming changes were made. Further actions will be discussed with the physician. No further information is available.

Event description:
It was reported that an asymptomatic patient presented with non-sustained right ventricular oversensing due to post paced t-wave oversensing via merlin.net. Oversensing was noted on a stored egm. Programming changes were recommended. Further actions will be discussed with the physician. No further information is available.